Event description:
A female patient with a history of hypertension, chronic heart failure, and increased shortness of breath was admitted for a left and right cardiac catheterization. The radial wire, from the prelude ideal" vascular catheter introduction set, was bent upon removing it from the package. Device was not used on the patient.